Event description:
Patient reported left side "is smaller, falling down, and looks detached." Device has been explanted and discarded after surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "is smaller, falling down, and looks detached." Device remains implanted.